Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that screen had scratched and harder to see. Customer blood glucose value was unknown. Customer also reported that they receive multiple no delivery alarm also battery life was diminished and battery compartment was stripped. Customer stated rainbow effect was seen on screen and screen was dimmer. The device will not be returned.